Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification.. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer obtained an unspecified low scan with the adc freestyle libre sensor, which was lower than customer felt on (B)(6) 2021. The caller reported the customer did not experience glycemic instability symptoms before losing consciousness. No further information was provided as the caller was in a rush and could not complete the troubleshooting process. There was no report of death or permanent injury.